Manufacturer narrative:
Block b5 has been updated. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. Block h6: device problem code 2907 captures the reportable event of sponge detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Update h6 patient code. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during procedure, an obstruction was noted when a device was passed down the scope. The scope had been cleaned and reprocessed after its previous use with no hint of obstruction. Efforts were made to remove the obstruction from the scope; however, it was not successful. Reportedly, the procedure was abandoned due to this event and the scope was sent for repair to remove the obstruction. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The device has not been received for analysis. ***additional information as of 13oct2020*** a water soluble lubricant was applied to the rx locking device biopsy cap prior to use. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during procedure, an obstruction was noted when a device was passed down the scope. The scope had been cleaned and reprocessed after its previous use with no hint of obstruction. Efforts were made to remove the obstruction from the scope; however, it was not successful. Reportedly, the procedure was abandoned due to this event and the scope was sent for repair to remove the obstruction. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. Block h6: device problem code 2907 captures the reportable event of sponge detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: block d2: product code has been updated.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during procedure, an obstruction was noted when a device was passed down the scope. The scope had been cleaned and reprocessed after its previous use with no hint of obstruction. Efforts were made to remove the obstruction from the scope; however, it was not successful. Reportedly, the procedure was abandoned due to this event and the scope was sent for repair to remove the obstruction. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information as of 13oct2020: a water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. The patient's condition at the conclusion of the procedure was reported to be fine.